Manufacturer narrative:
Correction provided in b.2 and h.10. Additional information has been provided in g.1 and g.2. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction and it is not likely that a recurrence would result in serious injury. The event does not meet serious injury criteria for reporting as a serious injury. No clarification has been received from the customer and there has been no permanent impairment of a body function or permanent damage to a body structure; and there has been no medical or surgical intervention. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced mild corneal edema due to thermal effects and turbulences during the phacoemulsification phase of an ocular procedure. Additional information has been requested.